Event description:
It was reported that a patient experienced a frozen ilet pump screen and was guided via the ilet mobile app to restart the device using the path settings, ilet device, firmware, restart. Symptoms included no alerts or alarms and a nonresponsive touchscreen. Outcomes included restoration of function following the restart procedure. Investigation included remote troubleshooting and user education through the mobile application. Investigation of this case revealed a transient user interface freeze consistent with a device display or software responsiveness issue that resolved with a restart. It was concluded, based on previously established findings for similar reports, that the cause was software-related and resolved through reboot without further intervention.